Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer involuntarily received a 10 unit bolus which caused a low blood glucose level (35-45 mg/dl). Customers pump data was reviewed and found that customer requested an 18 unit bolus, but due to a 10 unit max bolus set only 10 units was delivered. Customer reports she meant to input to receive 1.8 units but missed inputting the decimal. Customer drank orange juice to stabilize her blood glucose level.